Event description:
It was reported that the right ventricular lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 11 - 11.2 cm from the connector pin, due to friction with another device. The abrasion could have caused the reported noise problem.